Manufacturer narrative:
E1: establishment full name: (B)(6) hospital.the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use mechanical lithotriptor presented a torn distal tip. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the guidewire tip damage was confirmed. However, the definitive root cause of the damage could not be determined. It is possible, that the guide wire tip tore because lithotripsy was performed with the guide wire inserted into the guide wire tip. Olympus will continue to monitor field performance for this device. The instruction manual, identifies the following verbiage. Which, may have prevented the phenomenon: do not crush the calculus, while the guidewire remains in the distal tip. This could cause patient injury, such as perforation, bleeding or mucous membrane damage. It may also, damage the endoscope and/or the guidewire and/or the instrument. 1. Lower the forceps elevator. 2. Loosen the holder, the rotatable knob and the rack. 3. When using the guide wire, pull it back. 4. Without releasing the calculus, turn the rotatable knob on the bml handle in the direction of the arrow. The basket crushes the calculus. Olympus will continue to monitor field performance for this device.